Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during his treatment. The patient's catheter extension line became disconnected from the patient line during treatment and fluid began leaking from the patient's catheter extension and the patient line. The patient was advised to contact his pd nurse. The set was not retained for evaluation. During follow up the patient's pd nurse reported that his effluent was clear. He did not have signs of infection. He was prescribed prophylactic antibiotics. The nurse reported that the patient did not securely fasten the lines together. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The patient's nurse reported the incident was due to the patient failing to properly tighten the connection.